Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain cycle 1) alarm was identified in the log. The alarm occurred on (B)(6) 2014, 10:10:43. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.